Event description:
A male, with renal disease (creatine level: 1.9mg/dl) underwent aaa repair in 2007. The patient's anatomical form was suitable for aaa repair. This was an urgent procedure due to an aaa rupture. The procedure was conducted as labeled. Proximal and distal (ipsilateral side) (1820334-2009-00368) type I endoleaks were noted. Another manufacturer's stents were placed in each endoleak site, respectively which resolved both endoleaks. The greatest diameter (minor axis) of the aneurysm was 80mm. Two weeks later, at follow-up, although the aneurysm diameter was found to be increased to 86mm, the physician decided not to provide any treatments because no endoleaks were observed. The creatine level was 1.1. Five months later, at follow-up, it was observed that the aneurysm had shrunk to 60mm and no endoleak was presented, thus no treatment was provided. The creatine level was 1.2. Patient has recovered.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. At this time there is no evidence to suggest either device was not manufactured to specification. The device remains implanted and no images were provided to assist in this investigation. Based on the provided information, it appears the patient was admitted urgently with a ruptured aneurysm. The physician decided to place the stent grafts based on the best interests of the patient at that time. However, it should be noted that the zenith system is not indicated for use in patients with a ruptured aneurysm. Although, there is no evidence at this time to suggest this was the cause of either endoleak. At this time, from the information provided, we are unable to determine the root cause of the endoleaks. However, we have notified the appropriate individual and we will continue to monitor for similar events.